Manufacturer narrative:
The impella device was not received from the customer, therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that an implanted impella cp pump experienced an unexpected stoppage during patient support. An increase in motor current was noted leading up to the event. The pump was replaced due to the noted failure. There was no resulting patient harm.

Manufacturer narrative:
The investigation of pump stop has been completed. There were no data logs returned for this case. The pump was looked at in the lab and there was tegaderm wrapped around the sidearm. There was no biomaterial seen or any abnormalities with the pump. The pump was soaked to remove the dried dextrose. It was noted that the purge gap was large, and the pump was unable to be run. The root cause of the pump stop was due to bearing wear as it was used for 20.79 days and the intended design life is 8 days according to the design trace matrix. D9 date device returned to manufacturer added. B2 should have been left blank on manufacturer device report. B3 date of event was inadvertently reported incorrectly. D4 model number was inadvertently reported incorrectly. E4 should have been left blank on manufacturer device report. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H6 code 4868 was reported incorrectly on manufacturer device report. New code was added to health effect - clinical code.